Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the transmission between the alarm system and the device is not functioning properly. The issue has been observed across multiple connected mx40 units. Customer requests a technician visit for troubleshooting and resolution. No adverse event to the patient or user was reported.